Event description:
Per the clinic, the patient experienced breakdown of the blind sac closure and extrusion of an extracochlear electrode into the external auditory canal. Subsequently, the patient underwent revision surgery to re-close the blind sac on (b)(6) 2026. The implanted device remains.